Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented with pre-op diagnosis of spondylolisthesis at l4-5 . She underwent following procedure : tlif at l4-5; removal of previous implant at l3-4 and reinstrumentation at l3-4. Per op notes, the incision was made through previous surgical incision. Existing instrumentation was identified and removed. The epidural space was explored to identify the annulus. Annulectomies were performed bilaterally, with excision of the disk material. After cleaning the disc space, bone graft was injected into the anterior aspect of the vertebral bodies. Cage packed with bone graft were then placed in the interspace between 4-5. The spine was re-instrumented from l3-5 . Rods were applied in compression mode. Additional bone graft was placed over the posteolateral aspect of spine, over the transverse processes. On (B)(6) 2007, the patient presented for removal of old hardware (pedicle screws at l3 <(>&<)>l5 bilaterally and rods , revision decompressive laminectomy from l2-5 and placement of hardware ( screws from l2-5) . For pre-op diagnosis :- pseudoarthrosis of a previous posteolateral fusion at l4-5 with restenosis at l2 and l3. Per op notes, 7 mm incision was made over the previous scar. Her old hardware were dissected out and found to be very loose, especially at l5. This hardware was removed. Foraminotomies were performed at l3,l4, l5 bilaterally. Pedicle screws were once again placed in the previous holes from the removed hardware at l3 and l5. New pedicle screws were placed at l2 and l4 bilaterally. The cortical bone was removed posteolaterally along with fusion bed and rods placed. Autograft was obtained from the harvested spinous processes and mixed with bmp, which was placed in gutters. The patient tolerated the procedure well.